Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject guidewire was returned with the nitinol tubing broken in 3 fragments 1.4cm and 1.3cm from the distal end and 198.6cm from the proximal end with the platinum coil stretched but not broken. The core wire was visibly broken on the proximal fragment and the surface of the broken core wire was rough. The core wire distal end was observed through the distal tip dome and dried procedural fluids were present on the nitinol tubing. The guidewire polytetrafluoroethylene (ptfe) coating was inspected, and no anomaly was noted. Functional testing was not required as the subject guidewire was broken. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. The subject guidewire tip was not shaped. The model and inner diameter of the microcatheter used in the procedure was a 0.017¿. There was no friction/resistance encountered during the procedure. The issue was noted when withdrawing the guidewire from patient's body. Resistance was felt between catheter tip and guidewire. The same microcatheter was used to finish the procedure. Analysis of the returned device found the subject guidewire nitinol tubing was broken in 3 fragments 1.4cm and 1.3cm from the distal end and 198.6cm from the proximal end with the platinum coil stretched but not broken. The core wire was visibly broken on the proximal fragment and the surface of the broken core wire was rough. Dried procedural fluids were present on the nitinol tubing at the distal end. The condition of the returned guidewire indicates the device encountered a significant manipulation during the procedure. An assignable cause of procedural factors will be assigned to the as reported codes guidewire does not have smooth movement and guidewire distal tip stretched and as analyzed codes guidewire distal tip broken/fractured during use and guidewire distal tip stretched as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a thrombectomy and stenosis case, subject guidewire was used with microcatheter and while re-positioning the subject guidewire, the operator was unable to pull it back into microcatheter. When retracted with force, the tip of the subject guidewire was found stretched. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device. The subject guidewire was returned for analysis and the device investigation revealed that the distal tip of the subject guidewire was found to be broken/fractured during use.